Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that 50 units of insulin was programmed to be delivered and pump stopped after 17 units were delivered with no alarm. Customer alleged cartridge or pump was the cause. There was no reported impact to blood glucose.